Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to pull the meds for single patient. A technical support specialist (tss) dialed in into the server, then checked the mrn (medical record number) number provided by customer. There the tss found that no order being sent to that mrn number. So, the tss ran patient cast query and found another mrn number using the same identical visit ID number as the previous mrn. That mrn had active order in it, but the admission type was unknown and placeholder and required for admit. Then the tss confirmed that the visit ID should not be identical or same, and advised customer to discharge on of the identical visit ID and resend the admit message to the mrn and visit ID with unknown visit type which had the order in it. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to pull the meds for single patient. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to pull the meds for single patient. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.